Manufacturer narrative:
As a result of the product investigation, a rupture was observed in the proximal portion of the balloon. No abnormalities were identified in the manufacturing records. The reported event may have been caused by localized contact between the balloon and the lesion; however, the exact root cause could not be determined. Based on the reported information, the adverse event experienced by the patient was considered to be attributable to distal embolization of plaque during the procedure. The instructions for use (IFU) include general usage instructions, warnings and precautions related to the device, and information regarding potential complications and similar events that may occur. This report does not constitute an admission that the device is defective.

Event description:
A balloon rupture was reported during the procedure. The balloon used to treat a 75% stenotic, calcified lesion in the right coronary artery (segment 3) ruptured during the second inflation at 14 atm. At that time, a decrease in the patient's blood pressure and heart rate was observed, and medication was administered accordingly. Coronary angiography was performed and revealed no abnormalities in coronary flow; therefore, microvascular embolization was suspected. Subsequently, a stent was deployed in rca segment #3, where a large plaque burden was present, and the procedure was completed. The patient's condition remained stable after the procedure.